Event description:
The customer reported that the 6800 system would intermittently alarm when turned on. No patient injury was reported.

Manufacturer narrative:
The customer canceled the service call.